Event description:
During a croronary artery drug eluting stenting treatment procedure there was stent damage. The physician was placing a 2.75x12mm taxus express2 drug eluting stent in the left anterior descending (lad) coronary artery and noticed that the stent strut was lifted. The procedure was completed with another taxus express2 stent of the same size. There were no pt complications and the pt is rpeorted as ok.